Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported some patients experienced double incisions appear at the fixed position of the right pedicle root, the flap cannot be lifted due to insufficient exposure of matrix bed. Procedure completed and no patient impact was noted. Symptoms were resolved.

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record (sr) 02471136 opened june seven, two thousand and twenty two. The system found to meet all cosmetic and performance standards per the service test procedure (stp). At the time of the reported event, the system was running software version 2.31e. An internal investigation, in previous software version 2.30c, the ¿z motor transition speed¿ parameter was set at 0.5 microns per spot. This parameter inadvertently got changed to two microns per spot when software version 2.31a was released, which propagated to version 2.31e. Based on the information obtained for this investigation, the root cause of the reported event of the double incision can be attributed to the inadvertent value of two microns per spot within the version 2.31e software. There is no evidence to indicate that the z motor transition speed within the 2.31e software or the reported event of double incisions contributed to the reported event of insufficient exposure of the matrix bed. As such, the root cause of the reported event of insufficient exposure of the matrix bed remains inconclusive at this time. The root cause of the reported event of the double incision can be attributed to the inadvertent value of two microns per spot within the version 2.31e software. There is no evidence to indicate that the z motor transition speed within the 2.31e software or the reported event of double incisions contributed to the reported event of insufficient exposure of the matrix bed. As such, the root cause of the reported event of insufficient exposure of the matrix bed remains inconclusive at this time. The manufacturer internal reference number is: (B)(4).